Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. This is a final report.

Event description:
The user was seen on (B)(6) 2023, at a new clinic. The son reports that the user heard fine at an earlier appointment at another clinic, then stopped hearing about 2 and a half weeks ago (B)(6) 2023. The user was re-implanted.

Event description:
The user was seen on (B)(6) 2023, at a new clinic. The son reports that the user heard fine before an appointment at another clinic, then stopped hearing about 2 and a half weeks ago on (B)(6) 2023).